Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) use of device with short neck (less than 15mm) is off label per indications for use.

Event description:
Patient presented with short 11mm aortic neck with moderate angulation. On (B) (6) 2010, patient had implant of a 25-16-120bl bifurcated device and a 25-25-75l proximal extension. An intraoperative proximal type I endoleak was noted. The patient was treated using a palmaz stent with good results.